Event description:
It was reported the needle mechanism had fully deployed before the pod was able to be used. No impact to the patient's glucose level was reported. Details regarding treatment were not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod arrived fully deployed. The pod ran for a total of 1757 pulses and delivered immediate boluses. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed without issues. The needle mechanism was found to function as intended. The download data from the returned device showed that an 0x45 alarm had been generated by the device, indicating that sma wire 2 is open. Measurement of the sma wire resistances found the front sma wire resistance to be out of specification. Inspection of the sma wire assembly found the front sma wire to be broken at the pully. This breakage is confirmed to be the cause of the observed 0x45 hazard alarm. The 0x45 alarm and broken wire did not contribute towards the reported early deployment.